Event description:
Add'l info rec'd from MFR 09/28/01: the results of tests conducted on the batch before and after packaging showed full compliance with specifications.

Event description:
Pt developed an inflamed mouth and hives in stomach after using the product. Pt stated that they did not have any problems with polygrip free adhesive that was previously being marketed. Pt also wants to know why there is no ingredient statement on the box or tube so they can try to figure out what they are allergic to. Pt stated that previously they developed an inflamed mouth after using fix-o-dent adhesive. Pt developed diarrhea and other symptoms mentioned 72-96 hrs after use. Pt saw physician and was admitted to hosp for treatment with lomotil and prednisone.